Manufacturer narrative:
It was reported that right hip revision surgery was performed. During the revision, the bhr cup and bhr head were removed. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. A review of the complaint history for the bhr cup and bhr head, was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified for the bhr cup. Similar complaints have been identified for the bhr head and this will continue to be monitored. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event and no further actions are required at this time. The available medical documents were reviewed. Although it was reported the patient had elevated cobalt and chromium serum levels, neither the levels, units of measure nor the lab reports were provided for review. Per the surgical technique, the acetabular component is to be impacted with 15-20° of anteversion and 40-45° inclination angle. However, the implantation operative report indicated the acetabular component was implanted at approximately 20-25° anteversion. It is unknown if the increased anteversion of the acetabular component led to accelerated wear and the metal debris or the reported malpositioning of the acetabular cup prior to the revision. The reported pain and elevated metal ions may be consistent with findings of metal debris. However, without the supporting lab/pathology results, imaging, and/or the analysis of the explanted components, the root cause of the reported pain and elevated metal ions cannot be confirmed. The changes in position or loosening could accelerate wear and lead to metal debris and result in metallosis as well. It cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant versus variation of the initial implant orientation as it is unknown if the revision findings of acetabular implant position was due to migration or present since implantation. The patient impact beyond the pain, revision, and expected transient post-op convalescence period cannot be determined. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint. Based on the available information, a potential root cause of improper loading has been suggested due to the malpositioning of the acetabular component during implantation. The surgical technique states ¿the acetabular component is then fully impacted with 15-20° of anteversion and 40-45° inclination angle¿. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that a revision surgery from the right hip was performed due to elevated cobalt and chromium levels.